Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) on the right atrial (ra) lead due to a high out of range pacing impedance measurement, measuring greater than 3000 ohms. Lead testing was performed in both the bipolar and unipolar configurations. In the bipolar configuration, the ra lead exhibited loss of capture (loc), high capture thresholds, and high out of range pacing impedance. In the unipolar configuration, the lead exhibited capture, appropriate threshold values, and within-range impedance measurements. The suspected cause of the abnormal impedance measurements was a ring conductor fracture. Subsequently, the lead was programmed to unipolar pacing and bipolar sensing, and the pacing output was adjusted. It was noted that a follow-up evaluation was scheduled to reassess the device and lead. No adverse patient effects were reported. This ra lead remains in service.